Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (does not charge battery) has been confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the d2 and u13 components were shorted. The cause of the inability to charge a battery pack is the shorted components. The cause of the shorted component is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. In addition, the power supply was defective and lacked an output voltage. The root cause of the lack of voltage cannot be positively identified. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs properly.